Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient felt a surge when they put their hand on metal at the meat counter at the local grocery store. It had happened a few times since implanted. The surge was momentary, and made them stand up. It was reviewed that emi could cause momentary increases in stimulation. It was reviewed to turn ins off, or bypass going through security devices.